Event description:
The customer states that a nonreactive axsym anti-hcv result of 0.35 s/co was questioned by a dr. The pt had previously generated a reactive result. The sample in question was retested in duplicate yielding reactive results of 76.80 and 79.13 s/co. No impact to pt mangement was reported.

Manufacturer narrative:
This customer complaint was investigated further because the complaint does not state that the false negative azsym anti-hcv result was difinitely due to sample integrity. The customer agreed that there may have been fibrin in the sample. No patient specimen or reagents were returned for investigation. Testing was performed using abbott in-house sensitivity panel with abbott axsym anti-hcv reagent lot 32269m200. All acceptance criteria were met, thus demonstrating that the product continues to meet sensitivity requirements. A review of associated complaint and quality records was performed and did not identify and issues related to false negative patient results for the axsym anti-hcv assay. Because the reaent kits stored at abbott performed acceptably and review of our complaint and quality records did not identify any issues related to the customer's observation, it was determined that abbott axsym anti-hcv reagent lot 33269m200 is performing as expected. This is the final report.